Manufacturer narrative:
Date of event: estimated based off event aware date. Device evaluated by manufacturer. The returned complaint device consisted of a rotalink burr catheter. The coil, sheath, handshake connection, burr, and annulus were microscopically examined. The sheath is completely torn 24.3cm from the strain relief. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil has become stretched due to manipulation during the procedure.

Event description:
It was reported that the sheath broke. A rotapro 1.25mm was selected for a procedure. The sheath was reported to be broken apart exposing the wire. No known patient complications have been reported.

Manufacturer narrative:
Date of event: estimated based off event aware date.

Event description:
It was reported that the sheath broke. A rotapro 1.25mm was selected for a procedure. The sheath was reported to be broken apart exposing the wire. No known patient complications have been reported.